Manufacturer narrative:
The returned tb-0535fcs lot# pw305498 was evaluated for ¿broken probe¿ issue. The reported complaint was confirmed. The device was attached to the usg-400/esg-400. Probe check was performed and the device failed the probe check testing and a u509 ultrasonic probe error was observed. Both switches were checked and found to be functional. In addition, visual inspection on the received condition was performed on the device and determined that there is some tissue buildup. The ptfe pad (teflon pad) was inspected and found with normal wear and no metal exposed. The distal end of the device was inspected under a microscope and found the probe tip is detached from the device. The detached probe tip was returned. The wiper movement is noted to be normal and the consistency of movement of the handle and jaw is normal as well as the handle load. The rotation of the knob torque is determined to be normal and smooth. In summary, based on the evaluation, similar events and investigation results, the reported issue of ¿broken probe¿ is attributed to the probe coming in contact with hard or metallic surface during activation.

Manufacturer narrative:
The subject device was not yet been received for evaluation. The cause of the reported event cannot be determined. A supplemental report will be filed if and when the product is returned and investigation has been completed. As a preventive measure, the instruction manual provides several warning statements in an effort to prevent damage to the probe. "Do not activate output in seal and cut mode while the grasping section is closed without contacting tissue or vessel. Do not activate output while applying the probe tip to the tissue with a strong force. Do not activate output while grasping thick and hard tissues. Otherwise, various forms of damage in the probe tip and/or the tissue pad such as premature wear, breakage, deformation, exposure of metal, and/or falling inside the body cavity, and/or partial separating may occur."

Event description:
It was reported that during a therapeutic (tlh) total laparoscopic hysterectomy procedure, a broken probe was observed on a thunderbeat device. It was reported that the doctor was performing seal and cut and a device fragment fell inside the patient. The device fragment was retrieved with a grasping force. Procedure was completed using a new handpiece device. No other equipment was replaced during procedure. There was no patient harm or injury due to the event. In addition, it was reported that prior to incident, the device was inspected and no abnormalities were found.